Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call device not working. The customer's blood glucose was 500mg/dl at the time of incident in (B)(6) 2018. The healthcare professional took the customer off the device after the high blood glucose. Customer received a letter informing of the insulin pump being recalled. Advised customer that we would need the device serial number in order to properly document the events and do trouble shoot. Customer was unable to verify serial number of pump because she could not find it in her supplies. The insulin pump will not be returned for analysis.